Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green and purple image. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to corrections. Updated fields: d8, g3, g6, h2, h6, h7, h9, h11. Corrected fields: g2 (added user facility and removed health professional), g4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was damaged, the outer tube had a dent, and there were cuts on video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the green and purple image was caused by a damaged charged coupled device. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.